Event description:
It was reported that the implant at tooth site #20 fractured and it was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a4: patient weight unknown / not provided.